Manufacturer narrative:
Date sent to the FDA: 12/8/2020. Additional information: a1, a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon lysed extensive bowel adhesions. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2017 during which the surgeon removed the scarring. It was reported that the patient experienced severe pain and discomfort. The patient had a previous mesh implanted on (B)(6) 2006 which is captured in a separate file. No additional information is provided.